Manufacturer narrative:
(B)(4). Batch #t5cg7d. Investigation summary: the analysis results showed that one ecr60g reload (b) was returned unfired with two single drivers missing, eight double drivers missing and five double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. No conclusion could be reached on what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a vats right upper lobe resection, the device would not fire when severing lobed tissue. Changed to another cartridge, but still could not fire. Changed to a third device to complete surgery. There was no patient consequence reported. No additional information can be provided.